Event description:
It was reported during a crt implant procedure, a perforation of the coronary sinus occurred. The physician canulated the coronary sinus (cs) with a cps direct device and a supreme ep catheter to visualize the coronary sinus. When he thought, he was inside the coronary sinus, the physician injected contrast through the valve of the cps direct device and noted the perforation. The pt remained stable without further intervention so the physician completed the procedure without insertion of the cs lead. An epicardial lead will be placed in the future. No further pt complications were reported. The pt status is listed as fine.

Manufacturer narrative:
The product was not returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.